Event description:
It was reported to boston scientific corporation that the patient's condition was "good" immediately following an anterior pelvic floor repair procedure (performed sometime in (B)(6) 2010) using an uphold vaginal support system placed with a vertical incision. The patient then presented with "some mesh exposure at the apex of the vagina" at a six-week follow-up appointment on (B)(6) 2010. The physician prescribed premarin estrogen cream to treat the exposure, which is reportedly shrinking as a result, and "should resolve itself over time." The patient is "doing fine," and the physician has no plans for further intervention.

Manufacturer narrative:
The patient's exact age is not available, but she is over 18 years old. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.